Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem occurred upon power up at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/23/2021.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 alarm which were verified through a review of the event history log but not reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of calibration downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.